Event description:
As the pt was being brought back from the x-ray dept, the wheels of the intravenous pole got caught on the threshold of the elevator. The pole tipped over and struck the pt on the right eye area, resulting in bleeding around and from the right eye. The pt complained of pain and loss of vision. He rec'd initial treatment from an ophthalmologist at this facility, but due to the seriousness of the injury he was transferred to a tertiary care center to a retina-vitreous specialist for surgical evaluation.